Event description:
During a stone removal procedure and when attempting to pass a ureteroscopic stone basket through the ureter without the use of ureteroscope, the pt's ureter was perforated. The dr removed the basket, placed a miniscope, saw stone and re-entered ureter with same basket. Stone fell through tear in ureter. Ureteral stent placed until ureter heals. Dr alleged tip too sharp.